Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for a proximal type I endoleak due to a lack of apposition of the proximal trunk and two gore® aortic extender components were placed to extend coverage and successfully resolved the endoleak. The patient tolerated the procedure. No aneurysm enlargement was reported.

Manufacturer narrative:
Clarified date of event.

Event description:
On (B)(6) 2018, the patient underwent reintervention for a proximal type I endoleak due to a lack of apposition of the proximal trunk and two gore® aortic extender components were placed to extend coverage and successfully resolved the endoleak. The patient tolerated the procedure. No aneurysm enlargement was reported.